Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. The t: slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog.

Event description:
Multiple occlusion alarms were reported resulting in the customer having elevated blood glucose levels up to 300 mg/dl. Reportedly, apidra insulin was used.